Event description:
It was reported that balloon rupture occurred. A 6mm x 2.75mm wolverine cutting balloon was used for percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of same device. There were no patient complications.